Event description:
It was reported that the patient was experiencing shocking sensation and ineffective therapy with their thoracic lead. Additionally, patient also experienced ineffective therapy with the cervical lead. As a result, surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the leads had fractured.